Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed. A field service engineer (fse) confirmed that the rsd (remote service diagnostics) remoted into the med station and assisted the customer to recover failed cubie pocket. Further the fse tested and was able to access all pockets and drawers. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4 was failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.